Event description:
It was reported that the lead was explanted due to a fracture. It was noted that the lead was oversensing. Upon explant, it was found that the lead was flattened about 6cm distally from the yoke.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.